Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was educated on proper cartridge loading technique, instructed to remove the pump from the case, clean the pneumatic tap area, and successfully guided through loading a new cartridge, resolving the issue.